Manufacturer narrative:
(B)(4). The css had the rn disconnect the ECG cable and there was no pumping using the ap trigger. It was explained this may be due to very low pulse pressure. The rn replaced the ECG cable and was instructed to change the lead the iabp is looking at. He tried multiple leads and triggering and pumping improved with lead iii. Pressures values are currently 53/66/50/51. Within a short time pumping automatically switched back to lead 1 and poor triggering returned. He placed the console into operator mode, chose lead iii and pumping remained consistently better. I explained this is an option or he can try changing the placement of the leads for a better trigger signal and return the iabp to autopilot. The difference between the fos pressure and the nibp value. The rn verbalized understanding of the above and has no further questions. At 4:45 pm, edt a call was returned to rn's for f/u. The cath lab staff and md came in to troubleshoot. The md changed out the console, but the second iabp was placed in operator and lead iii selected for best results. The rn was to fax strips for review, but does not understand that this is related to the ECG signal and not the console. She does not have the serial number of the console removed from the pt. No strips were received for review. There was on death, injuries, or complicating to the pt. Device will not be returned for eval.

Event description:
It was reported from a call that an intra-aortic balloon (iab) was inserted at 3am today for a pt with segment elevation myocardial infarction (stemi), cardiogenic shock. A short time ago, the pt was shocked due to ventricular arrhythmia. Since that time the intra-aortic balloon pump (iabp) has not been augmenting as well and pt pressures are lower than prior to defibrillation. The rn stated that the iabp is pumping irregular using lead 1 pattern trigger and fiberoptix sensor (fos) arterial pressure (ap) waveform. He stated that the ECG on the iabp appeared to be biphasic and hr 124bpm/ bedside monitor reveals 1st degree av (atrioventricular) block with a rate of 64 bpm, nibp is 81/50. The clinical support specialist (css) verified that the iabp is currently pumping with no alarms and there has been no interruption in pumping. The fos icon is green and status code is okay. The iabp is pumping, displaying arrhythmia detected. Current fos pressure values are 37/64/37/32. The css explained to the rn that the iabp is triggering incorrectly and most likely related to the biphasic qrs causing the pump to double trigger.

Event description:
It was reported from a call that an intra-aortic balloon (iab) was inserted at 3am today for a patient with segment elevation myocardial infarction (stemi), cardiogenic shock. A short time ago the patient was shocked due to ventricular arrhythmia since that time the intra-aortic balloon pump (iabp) has not been augmenting as well and patient pressures are lower than prior to defibrillation. The rn stated that the iabp is pumping irregular using lead I pattern trigger and fiberoptix sensor (fos) arterial pressure (ap) waveform he stated that the ECG on the iabp appeared to be biphasic and hr 124bpm/ bedside monitor reveals 1st degree av (atrioventricular) block with a rate of 64 bpm, nibp is 81/50 the clinical support specialist (css) verified that the iabp is currently pumping with no alarms and there has been no interruption in pumping. The fos icon is green and status code is okay. The iabp is pumping, displaying arrhythmia detected. Current fos pressure values are 37/64/37/32. The css explained to the rn that the iabp is triggering incorrectly and most likely related to the biphasic qrs causing the pump to double trigger. The css had the rn disconnect the ECG cable and there was no pumping using the ap trigger. It was explained this may be due to very low pulse pressure. The rn replaced the ECG cable and was instructed to change the lead the iabp is looking at. He tried multiple leads and triggering and pumping improved with lead ill. Pressures values are currently 53/66/50/51. Within a short time pumping automatically switched back to lead I and poor triggering returned. He placed the console into operator mode, chose lead ill and pumping remained consistently better I explained this is an option or he can try changing the placement of the leads for a better trigger signal and return the iabp to autopilot. The difference between the fos pressure and the nibp value. The rn verbalized understanding of the above and has no further questions. At 4:45pm edt a call was returned to the rn's for follow up. The cath lab staff and md came in to troubleshoot. The md changed out the console, but the second iabp did the same as the first. The second iabp was placed in operator and lead ill selected for best results. The rn was to fax strips for review but does not understand that this is related to the ECG signal and not the console. She does not have the serial number of the console removed from the patient no strips were received for review there was no death, injuries, or complications to the patient.

Manufacturer narrative:
Manufacturer control no. (B)(4). Device evaluation: no parts or recorder strips were returned for evaluation. Per the operators' manual, a trigger mode may become unreliable as a result of changes in the patient's condition or clinical environment. In any acute clinical situation, the user must be prepared to change trigger modes. The specific serial number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "...triggering issues" is confirmed based on the troubleshooting provided by the css. No parts or recorder strips were returned for evaluation. The cause of reported complaint is unreliable trigger signals most likely due to the patient's clinical condition.